Event description:
Implant placed 4/25/97, post-op normal. On 5/14/97, whilst driving home, the pt found a loose piece of metal in his mouth. It was the implant, which had spontaneously explanted. One person affected.